Event description:
The patient's (B)(6) scs system includes two percutaneous leads. It was reported the patient is experiencing numbness and tingling in her right leg. The symptoms reportedly began following a procedure to reposition the patient's leads to provide better therapy coverage and are said to be present regardless of the stimulation's function. Follow-up on this matter found recent programming efforts yielded limited success in rectifying the coverage issue, and the reported symptoms of numbness and tingling have not improved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.